Event description:
This lead was implanted on (B)(6) 1991 and remains implanted at this time. Patient advocate said the this is a bad lead and needs to be pulled out due to lead recall. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).